Event description:
Dealer called stating that the chair pulls to the left.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model crf, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1134872 rev c (may-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the crf manual wheelchair is allegedly pulling to the left. The wheels had been switched out and the wheelchair still pulls to the left. This is an out of box failure. Invacare to replace the crf wheelchair. Quote #(B)(4) has been issued. No injury alleged.